Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, the patient underwent surgery and the device was used to ease the pain and correct the cervical pathology. For 8 years since the surgery, the patient had been symptom free. Post-op, 9 years after implant, the patient had been experiencing renewed pain, a pinching sensation in neck and occasional trouble swallowing and throat discomfort. The patient was worried that she may have some migration or other dysfunction of the implant. The product came in contact with the patient. Patient complications were reported.